Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were instructed by the healthcare provider (hcp) to come back in 2-5 years to get the implantable neurostimulator (ins) replaced. The second implant "caught them off guard" because they ran out of service. They reported that this was a terrible feeling to be out of service for a week because it "shut down their whole brain" and couldn't move, but they were able to see the hcp so they felt better. They confirmed that all of these issues started about 5 days before christmas of 2019. Their reason for the call was to know about longevity for a non-rechargeable implant. The longevity information for a non-rechargeable implant was reviewed with them and they were redirected to their hcp to further discuss concerns about the battery. It was also reviewed how to check the battery voltage level for the ins and the voltage level for elective replacement indicator (eri) and end of service (eos). They noted their ins read on, ok, and "60, 60" and reported the voltage level was at 3.09v. The patient had concerns about getting the ins replaced and was redirected to contact their hcp to further discuss. Additional information was received from the consumer on 2020-jan-21. It was reported that the battery died prematurely. They contacted the hospital for a battery replacement beginning on monday of christmas week and the implant operation was performed on the friday after christmas. The new battery removed their parkinson's tremor and allowed them to move around again. They clarified the initial report of concerns about the battery. They stated their concern was primarily not knowing why the battery died after less than three years/did not last longer or give fair warning before going dead. The first original battery was estimated to last five years and it came fairly close, lasting for four and a half years, before being replaced. Their expectations was that the replacement battery would perform for a similar time as the original first battery, i.e. Four and a half years. Instead, it completely stopped, suddenly and without warning, before three years. Their neurologist checked the battery in november 2019 and said it was "fine". If it checked low or going out of service, they would have had a month to schedule its replacement.